Event description:
Customer reported on overinfusion on this pump during pt use. A female pt was receiving tpn treatment over 10 hr period, 1445 ml bag, taper treatment- hourly rate of 160.5 mg. Tpn infusion ended 1 hr early. No add'l pt info is available at this time. No pt injury has been reported at this time. Pump has been replaced for the customer. Pump will be sent to baxter lab for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.